Manufacturer narrative:
A specific root cause could not be determined with the information provided. Based upon the information provided for investigation, the issue was most likely due to mis-use of the system and procell.

Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free psa results on their 2010 analyzer. The customer provided data for four patients, of which two had discrepant tpsa results that might have been reported outside the laboratory. The first patient's initial tpsa result was 0.846 ng/ml and it was reported outside the laboratory. On (B)(6) 2013, the repeat result was 3.02 ng/ml. The patient was then contacted and the repeat result was issued as a corrected report. On (B)(6) 2013, the second patient, a (B)(6) male, received tpsa results of 0.829 ng/ml and 4.65 ng/ml. It was unclear which was the initial result. The customer stated 4.65 ng/ml was reported outside the laboratory. It was unknown if there were any adverse events. The tpsa reagent lot number was 169925 and the expiration date was not provided. The field service representative noticed the customer was mixing procell dead volumes in order to re-use it. It was noted the calibrations for both tpsa and fpsa were expired. It was noted the customer had not replaced the measuring cell in three years.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.